Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. This follow-up report is being filed to relay this report was filed in error and will be reported on 0001825034-2016-05066. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. Concomitant medical products: biomet comprehensive mini stem, catalog #:113631, lot: #718670. Biomet comprehensive versa dial taper adapter, catalog#: 118001, lot #: 302350. Biomet hybrid glenoid post with regenerex, catalog #: pt-113950, lot #: 000120. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2016-05064/1825034-2016-05041/1825034-2016-05053/1825034-2016-05066).

Event description:
It is reported that patient reports a locking sensation with overhead motion approximately three months post-operatively. Instability and pain were also reported. No revision has been reported to date.